Event description:
It was reported that during extracranial to intracranial bypass surgery the ball bearings came out from the attachment and the device came apart. It was also reported that it was difficult to insert the tool. The patient underwent a computed tomography scan after surgery to ensure whether any foreign material was left inside the body. The patient was alive with no injury at the time of report. This was the third incident of balls and ring coming out from the attachment within 6 months. The procedure was completed using backup products. Additional information was received stating no pieces were found inside the patient in the computed tomography scan.

Manufacturer narrative:
H3: product analysis: evaluation of the device confirmed bearing detachment. The most likely cause of the failure could be worn bearings. It was noted that the front bearings were damaged, and components like the inner ring and seven ball bearings came loose. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.